Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the sales rep, 24 days after implant, a certas plus valve with siphonguard fractured. According to the surgeon: "valve was placed along curvature of the skull and was secured to underlying pericranium with sutures, which may account for the fracture." It was revised and another certas valve w/siphonguard was implanted. There were no reports of delay or patient harm.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was at setting 2. The valve was visually inspected: and confirmed the tear/cut in the silicone housing, the siphon guard was separated for the valve. The root cause for the tear/cut in the silicone housing is likely due to the user. As noted in the IFU silicone has a low tear / cut resistance. Silicone tears have been previously investigated. It has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.